Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. The investigation determined that the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.0 x 60 mm armada 14 balloon dilatation catheter (bdc) while pulling negative, air was being pulled back. No damage was visibly detected; however, it was suspected that there was a hole in the balloon. The device was not used in the anatomy and was replaced with a new armada 14 bdc. The new bdc was used with the same indeflator and the procedure was completed successfully. There was no clinically significant delay in the procedure. No additional information was provided.